Manufacturer narrative:
(B)(4).the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired three times. On the third firing the clip did not close appropriately on the intended duct. The clip was removed, and replaced by a clip from a different manufacturers clip applier. The device was removed from the sterile field after the third firing. The case was completed with another manufacturers clip applier. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # = m92r7p. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 scissored clips, and then 8 conforming clips were fed and formed; in addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.